Event description:
Pt underwent initial placement of right total hip arthroplasty during 1/95. Pt subsequently sustained seven dislocations prior to hosp admission for total hip revision. Pt was standing when a "pop" was felt in the right hip. The prosthesis was found to be dislocated anteriorly. Intraoperative findings included redundant pseudocapsule anteriorly. It was felt stability of the prosthesis could be accomplished by levering the accentuated anterior lip. The c-taper head and acetabular insert were replaced. The acetabular insert was moved from an 11:00 position to a 3:30 position. A +5 head was inserted. Intraoperative cultures were obtained which were reported as negative for aerobic or anaerobic growth.